Event description:
It was reported to philips that the heartstart xl+ defibrillator ECG heart rate was not stable during testing with simulator. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.